Event description:
Health care professional reports five blood leaks into the dialysate noted near onset of pt treatment in the last two weeks. The arterial blood was returned to the pts and the venous line and dialyzer were replaced to continue the treatments without incident. All dialyzer were reused. The health care professional reports no pt injury or medical intervention.